Manufacturer narrative:
The product was unavailable for return. Therefore an eval of device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the pt was implanted with a strata valve. Allegedly, there was no improvement in the pt's symptoms of hydrocephalus even through the valve was adjusted to the lowest level. According to the report, the valve was explanted. The report stated that the pt is in good condition.